Event description:
It is reported that the patient was revised in 2008 for an unknown reason. Implant date is unknown.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. The provided x-rays are inconclusive as to what stem was replaced or in identifying the device failure mode. Based on the available information a definitive cause for the revision surgery can not be determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.